Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that the device was implanted on (B)(6), 2009. And it was found by x-ray that the unit was broken on (B)(6) 2010.